Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a nurse via a patient support program (psp), concerned a (B)(6) male patient of (B)(6) origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 /u300) from a cartridge via reusable pen (humapen ergo ii) 20 morning and 20 at night (no units provided), daily subcutaneously for the treatment of diabetes beginning in (B)(6) 2015. In (B)(6) 2016, his injection pen fault and he was not injected into the sufficient dose of insulin (lot number 1309d01, (B)(4)). On (B)(6) 2016 he experienced hyperglycemia and was hospitalized. On (B)(6) 2016, two hours after meal his postprandial blood glucose was 29.5 (no units). Information regarding corrective treatment was not provided. Outcome of the events was unknown. Insulin lispro protamine suspension treatment status was ongoing. The operator of the device and his/her training status were unknown. The general device duration of use and the suspect device duration of use were not provided. It was unknown if the use of the suspect device was continued. The reporting nurse did not known if the events were related to insulin lispro protamine suspension treatment and did not provide an assessment of relatedness for the suspect device. Update 01sep2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 12-sep-2016: information from internal communications received on 29-aug-2016. (B)(4) was received. Narrative was updated with new information.

Manufacturer narrative:
Narrative - new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated 23sep2016 in describe event or problem. No further follow up is planned. Evaluation summary a nurse reported, on behalf of a male patient, an insulin cartridge was used for a month but should have lasted for only half a month. She also reported the injection button of the humapen ergo ii sometimes could not be pressed down smoothly. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured december 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy or high injection force. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a nurse via a patient support program (psp), concerned a (B)(6) male patient of (B)(6) origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 /u300) from a cartridge via reusable pen (humapen ergo ii) 20 morning and 20 at night (no units provided), daily subcutaneously for the treatment of diabetes beginning in (B)(6) 2015. In (B)(6) 2016, his injection pen fault and he was not injected into the sufficient dose of insulin (lot number 1309d01, (B)(4)). On (B)(6) 2016 he experienced hyperglycemia and was hospitalized. On (B)(6) 2016, two hours after meal his postprandial blood glucose was 29.5 (no units). Information regarding corrective treatment was not provided. Outcome of the events was unknown. Insulin lispro protamine suspension treatment status was ongoing. The operator of the device and his/her training status were unknown. The general device duration of use and the suspect device duration of use were not provided. The device was not returned. The reporting nurse did not known if the events were related to insulin lispro protamine suspension treatment and did not provide an assessment of relatedness for the suspect device. Update 01sep2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 12-sep-2016: information from internal communications received on 29-aug-2016. (B)(4) was received. Narrative was updated with new information update 23sep2016: additional information received on 23sep2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.